Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the second connector on the stay safe connector during swell 2 of 4 of the patient's pd treatment and the treatment was cancelled. Fluid was not discovered in the pump module area or on the external of the cassette. Technical services assisted with resetting up treatment with new supplies. Upon follow up, it was noted that the second connector on the stay safe connector was leaking but could not tell why as the connections seemed secure. The patient reset up treatment and completed treatment without further issue. The patient was prescribed three days of prophylactic antibiotics. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The cycler set is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the second connector on the stay safe connector during swell 2 of 4 of the patient's pd treatment and the treatment was cancelled. Fluid was not discovered in the pump module area or on the external of the cassette. Technical services assisted with resetting up treatment with new supplies. Upon follow up, it was noted that the second connector on the stay safe connector was leaking but could not tell why as the connections seemed secure. The patient reset up treatment and completed treatment without further issue. The patient was prescribed three days of prophylactic antibiotics. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The cycler set is not available to be returned to the manufacturer for physical evaluation.